Event description:
After an emergency pci, an undployed stent was visualized in the rca. The undeployed stent was immediately reported to the md. Md informed pt and family. Plan: to re-cath on 9/22/06 for removal of stent.